Event description:
Rptr had dow corning & surgitek breast implants put in. After a few mos began getting yeast infections continually. Began getting colds & viruses more frequently. After a few yrs began major illnesses which drs could not diagnose. A little lupus, multiple sclerosis, sjogren's, fibromyalgia, arthritis type symptoms (some of each) now, rtpr also has "mcss" "multi-chemical-sensitivity syndrome" aching of joints, and insomnia to name a few.